Event description:
It was reported issues getting the charger to stay connected to the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.